Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device 's charge button makes a noise when pressed during the op check and fails the test. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.

Manufacturer narrative:
The bench ordered a replacement therapy pca , however, the device is on a global parts hold. Once the part it received, the device will be returned to the customer.